Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was no longer receiving effective stimulation. An sjm rep met with the pt and observed high impedance. Reprogramming was unable to resolve the issue. X-rays have been ordered.